Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient's ex wife, who is a follower, came to check on the patient because her share application was showing no data. When she found the patient, she noticed he was showing symptoms of low glucose values and started slurring his words so she contacted the fire department. When they arrived, they checked the patient's blood glucose and it as .5mmol/l. The patient was treated with glucagon and juice. It was indicated that the patient had experienced the low event during a sensor warm up session. At the time of contact, the patient was doing good. No additional patient or event information is available. There was no data available for evaluation.